Event description:
It was reported to the manufacturer that the vns pt has been experiencing an increase in seizure activity. Follow-up revealed that there was a marked increase in seizures since the recent generator replacement. Investigative surgery has been planned to identify the cause of the adverse event. Review of diagnostic history has confirmed proper device function.